Event description:
Date of event: estimate (B)(6) 2012. According to the information received, a user reported that the funnel of the catheter fell off. The catheter stayed in the urethra and had to be removed with a tweezers.

Manufacturer narrative:
The product was returned and it was visually verified that the funnel had fallen off. Based upon examination of the returned product this complaint can be confirmed as reported.